Event description:
It was reported that a user on the ilet bionic pancreas experienced hyperglycemia with a sensor glucose decrease from approximately 394 mg/dl to 290 mg/dl during a call and sought guidance about eating lunch, with additional context of recent pump reinitiation after rehab and inconsistent meal announcements including at least one missed meal announcement. Symptoms included hyperglycemia followed by hypoglycemia consistent with overcorrection, with the user reporting low glucose values on a cgm and receiving instruction to treat with oral carbohydrates. Outcomes included self-management with hydration guidance, delay of meal announcement until in range, and treatment of hypoglycemia with food, with no hospitalization reported. Investigation included review of reported glucose values, review of meal announcement practices, and user coaching. Investigation of this case revealed user-related issues with missed or inconsistent meal announcements that likely contributed to hyperglycemia and a subsequent corrective action that led to hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement timing and consistency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.